Event description:
Vascular surgeon used venaseal (n-butyl cyanoacrylate) glue to close varicose veins that caused a type intravenous (IV) hypersensitivity issue and caused mast cell activation syndrome. Almost three months later still experiencing severe issues and mast cell flares and will experience issues for about five years because of this glue product.